Event description:
A surgeon reported that one day after a patient had an intraocular lens (iol) implanted in his right eye, he had corneal edema. Although he received symptomatic treatment, the corneal edema has persisted and the surgeon has suggested a corneal endothelium transplant. In a follow up, the surgeon reported that the patient has not returned for follow up care for two months. His current condition is unknown. The surgeon does not blame the iol for the reported event.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Additional information was requested and received. (B)(4).